Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, the insulin gauge was inaccurate. Reportedly, the customer had over filled the cartridge with insulin. There was no reported adverse effect to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding issues and reverted to an alternate method of insulin therapy.